Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer had low blood glucose readings and 911 was called. The paramedics were dispatched and customer's blood glucose was 40 mg/dl at the time. Customer passed out for the low blood glucose. Customer was not hospitalized but given medication by the paramedics. Customer was wearing the pump at the time of the event. Customer performed the displacement test and the pump passed. Customer was advised to monitor the pump and his blood glucose readings.